Manufacturer narrative:
The treatment tip was analyzed and a hole in the treatment tip membrane leading to dielectric breakdown was found. The root cause of the hole is unknown and an investigation is taking place to determine the cause of the hold. A technical bulletin (B) (4) was released to customers reiterating the need to inspect treatment tips before and during treatment and to carefully assess patient's skin condition during treatment.

Event description:
On (B) (6) 2009, solta was notified of an event where a patient had been treated with a thermage product on (B) (6) 2009. The energy level settings were 3-4. The treating practitioner noticed a "burning" smell at about 300 reps and stopped treatment. There were no error messages. She reconnected the cables and then continued treatment for another 50 reps before noticing white spots on the patient's face. She stopped treatment and noticed a black spot on the treatment tip membrane. The patient developed scabs on both cheeks and the forehead. Burns to cheeks were reported as healing, but those on the neck are reported as cratered and likely to scar. Patient was treated with topical antibiotic creme. Reportability date determined on 1/5/2010, when adverse event follow up form was received from dr (B) (6)'s office confirming that topical antibiotics were used to prevent or minimize scarring.